Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported on medwatch (B)(4): entered patient room to check status of blood transfusion. Pump was alarming to check set when rn realized the amount delivered and amount left in the blood bag differed. The pump read that the transfusion was almost done when it appeared that more than half the blood in the bag still needed to be infused. Blood was discarded. Normal saline was also running on a separate pump and the volume left in that bag did not match what the volume the pump said had infused. The pump underinfused the solution.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. (B)(4). The device involved was not been received for evaluation and the pump logs were not received for review. Without the actual device or logs a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.